Event description:
It was reported to philips that a monitor failure was confirmed on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the monitor (19'' monochrome monitor cr (mml1951-pcr)) and acceptance test is pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).